Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2025. Corrected information: d4 (UDI). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d4, d9, h3, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging was received for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. However, marks were noted on the body. The received suture was inspected, and no breakage suture was observed. But the extreme was noted to be broken and some damaged (crushed) on the surface probably caused by a surgical instrument. As per the returned conditions of the sample, no functional test was performed. Body fluids were also observed along the strand. The other section of the suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. Can you identify the lot number of the product used? --tpmjem. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the manufacture and expiration dates are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and barbed suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew fibroid dissection surface. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot of ip is unavailable. There were no adverse consequences reported. Additional information was requested.